Event description:
Started using the fasciablaster class 1 medical device in (B)(6) 2016. Approximately 6 months later developed 3 periods per month, weight gain, negative cosmetic changes in skin appearance, unexplained joint pain, serious fatigue, brain fog, malaise, heart palpitations and just feeling blue and not myself. This has been an ongoing thing despite the fact that I am healthy. Nothing in my life changed other than incorporating the use of the fasciablaster. Was put on progesterone for hormonal disruption after having ultrasound and uterine biopsy performed which showed everything was ok. My gynecologist prescribed the medication to regulate my periods which have never been an issue. The weight gain has stabilized since I discontinued use of the fasciablaster, however, I have yet to lose the weight despite working out 6 days per week and healthy eating which I have always done and have always maintained despite 4 kids and able to lose all baby weight. My gynecologist noticed the increase but just said to monitor. Currently I am waiting on EKG results due to heart palpitations. I believe this device is harmful in the hands of the general public and the company has changed protocols as well as their terms and conditions and side effects. There is proof to the claims of the company's changes.